Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose was 134 mg/dl. Reportedly, the customer does not follow the proper steps in the fill process. During troubleshooting with tandem technical support, the customer changed the needle and reviewed the load sequence with the customer to resolve the issue.